Manufacturer narrative:
(B)(4). The analysis found that one pse45a device was returned in good visual condition and with one ecr45b cartridge loaded on the device. The reload was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was closed and removed from patient via trocar and then it could not be opened again once outside of patient. The reload code was unknown and it is unknown after which firing issue occurred. It is also unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).